Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customer¿s allegation of clogged pipes was confirmed. In addition to clogged pipes finding, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, light guide lens had a crack, scope connector cover unit had a scratch, image guide protector had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up and down knob had a scratch, right and left knob had a scratch, flexibility adjustment ring had a scratch, switch box had a scratch, scope cover had a scratch, suction cylinder was shaved, suction connector had a scratch, universal cord had a dent, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, adhesive on bending section cover had a chip, due to wear of angle wire, the play of up and down knob was out of the standard value, plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow-up for additional information is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a recurrence of clogged pipes. There were no reports of patient harm. During evaluation of the returned device, it was found that there was clogging of the pipes and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.